Event description:
Caller reported that alarm 01 occurred with the pump. There was no reported impact on the customer¿s blood glucose level as they declined to provide specific information; however, no adverse outcomes were noted. Caller attempted to load a new cartridge but the alarm recurred, leading technical support to decide on replacing the pump. Customer was instructed to switch to multiple daily injections as a backup therapy to ensure continuous insulin delivery, understood how to put the pump into storage mode, and was advised to return the faulty pump within 10 days using a pre-paid label.